Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor and motor, which were each replaced along with the driver, drive pin, press plug, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with a backup device. There were no adverse consequences reported as a result of this event.